Event description:
It was reported to philips that the system generated a remote alert indicating the power inverter gate driver was faulty, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was not in clinical use at the time of the event. A philips remote service engineer (rse) spoke with the customer and confirmed a point report error in the frontal gate driver. However, the system was not covered by a business or service contract so no work could be done by philips to identify a root cause for the event. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.